Event description:
Medical affairs spoke to pt and obtained the following info: pt mentioned that their meter had not been working for the past 3-4 days. Since the meter had not been working, pt still took their set amount of oral medication. Pt did not have a back up meter to test. In 2004, pt was at church and started to feel dizzy. Pt went home and took their set amount of oral medication and then went to see their md. At the md's office they tested pt and obtained a 198mg/dl. Pt was not treated at the md's office. Md advised pt take their set amount of oral medication and to contact lfs, since meter has no power. Pt had replaced the batteries when the meter did not power on and meter still did not power on. Batteries are correctly installed and pt is using the correct vial of test strips. Customer service was unable to resolve the tissue and sent pt a new meter.